Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, patient experienced low audio output. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). Device available for evaluation: returned to manufacturer. Date received by manufacturer. Device evaluation. Labeled for single use. Evaluation of the returned device did not confirm the reported low audio output. Based on the evaluation, no product deficiency was identified.